Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient was hospitalized for hypoglycemia while using the nano system. At 9:00 am the customer received a blood glucose result of 266 mg/dl on his nano system. The customer then took his sliding scale of novolog based off of this result. The caller could not provide how much novolog the customer injected. At 11:00 am the customer arrived at his doctor's office for a routine appointment. The customer became incoherent and pale. The doctor immediately sent him to the ER. The doctor's office is located inside the hospital so the customer arrived at the ER within 5 minutes. The customer's wife reported that they got to the hospital ER at 11:00 am and the customer's blood glucose was 48 mg/dl. The hospital treated the customer with an IV of sugar and gave him food. The wife reported that the customer was not admitted into the hospital and was released 3.5 hours later around 2:30 pm. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.